Manufacturer narrative:
This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they have received multiple insulin flow blocked alarms. Customer reported that they changed the tubing and reservoir and still received the insulin flow block alarm. Troubleshooting was performed. Customer attempted to perform a fill cannula procedure while disconnected from the quick release. Customer states that insulin did not exit. Customer was advised to change reservoir and infusion set. Customer's blood glucose was 22.2 mmol/l. The product was not expected to be returned.